Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch of the complained code batch and one open pouch of 617154 for comparative purposes. Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are (B)(4) units in stock in the warehouse. This is the third complaint received for this reference of silkam 2/0 from the same end customer and regarding this issue. Received two open samples, one of them with batch 617201 (six threads available) and the other one with batch 617154 (sixteen threads available). Diameter results conducted on the open sample with batch 617201 is 0.330 mm in average and fulfills the requirements of the OEM size and thread: 0.300 mm < average > 0.349 mm. Diameter results conducted on the open sample with batch 617154 is 0.321 mm in average and fulfills the requirements of the european pharmacopoeia: 0.300 mm < average < 0.349 mm. Diameter average value is in the medium range of ep requirements for usp 2/0 size. These values are the usual ones for this thread and size. The results of the individual values for both batches are attached. Please note that 617154 batch has more variability in the diameter of the samples tested. A difference cannot be found between the two batches. Please also note that there could be small differences in the tightness of the thread braiding between batches that could visually seem thicker or thinner. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: taiwan. It is reported that the sutures are too thick.